Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, inappropriate mode switch episodes were observed due to atrial lead noise and far r-wave oversensing. The patient presented in clinic for further investigation. The atrial lead was dislodged. Patient experienced shortness of breath, but no adverse issues were noted. No intervention was performed.